Manufacturer narrative:
No event date was provided, therefore an approximate date of (B)(6) 2019 was used as the event date based on the date of the procedure. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 27, 2019 that spaceoar was implanted between the prostate and the rectum during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the procedure was done under general anesthesia and there were no issues noted during spaceoar placement. According to the complainant, during magnetic resonance imaging (MRI), the spaceoar gel was noted to be present in the rectal wall and prostate. The patient experienced pressure in his pelvis and was resolved on the fifth day. As of (B)(6) 2019 the patient underwent radiation therapy as planned.